Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was unknown as well as reservoir had air bubbles. Customer was refused to troubleshooting at the time of call. The customer was treated with discontinue use of insulin pump and manual injection. Customer stated that auto-mode could help with sugars, but problems would arise they manual mode was not set up right and he gets booted or has to run off auto mode for a while. The insulin pump and reservoir will not be returned for analysis.